Event description:
It was reported that during a lap adrenalectomy, the device blade broke while in the pt. The broken blade could not be located. It was not reported how the case was completed. Three attempts have been made to obtain further info regarding x-ray to be performed to locate the blade. No additional info has been received. There were other reported pt consequences.